Manufacturer narrative:
This complaint is reportable due to new information received that confirmed the device broke above the incision during surgery. The associated device was returned and evaluated. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2016. This device shows significant signs of wear/ usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the case the tip broke off (not in the patient), backup was available, no additional time was added to the case and the patient was not affected.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that device broke but not in the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.